Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Product initially placed on (B)(6) 2012 without problems. On (B)(6), the nurse realised a leaking in the silicone catheter near the insertion point, so she repaired it with replacement. Connector for PICC with extension leg without problems. Weekly maintenance was done according to the hosp protocol without any remarks. On (B)(6) 2012, the pt went to the hosp for the weekly maintenance and the nurse realised the catheter was not in the insertion point. The replacement connector for 4f groshong nxt clearvue PICC with extension leg was perfectly fixed into the pt skin, with the same dressing left on the last maintenance. The PICC was located in the pulmonary artery, and it was removed under a femoral access procedure in vascular interventional radiology service. The pt was discharged from the hosp the same day.